Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that the asymptomatic patient presented for a fluoroscopic screening due to abrupt increases to the pace/sense lead impedance since january. No anomalies were noted. Lead replacement will be scheduled. The patient will be monitored.